Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the balloon separated from the catheter. The target lesion was located in the carotid artery. A 4.00mm x 15mm flextome® cutting balloon® was selected for use. During catheter preparation, it was noted that the cutting balloon broke apart. The device did not enter the patient's body. The procedure was then completed with another of the same flextome® cutting balloon®. No patient complications were reported.